Event description:
A customer contacted baxter's technical service center to request service of the homechoice (hc) machine, because she believed the machine may have delivered too much fluid. The caller stated that the clinical educator would be coming to the facility today and she will contact baxter again after speaking with her. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance followed up with the clinical educator (ec) regarding this issue. The ce stated that she checked the programming of the machine and it was programmed correctly. The ce informed that there was a patient who had a problem with being slightly "overloaded" but she was unsure if this was because too much fluid was in the patient or what the problem was.